Event description:
It was reported that during routine patient suctioning, a vacuum inside the patient circuit was caused which fully collapsed sections of the expiratory tube. The expiratory tube was disconnected and reconnected, relieving the vacuum. The ventilator was then functioning correctly, and patient treatment could continue. The patient had a desaturation to an spo2 level of 29% before recovering fully to normal spo2 level. Final patient outcome was no harm. Manufacturer¿s ref #: (B)(4).

Manufacturer narrative:
**Device related data quality updates only** a correction of fields # d1 brand name, # d4 version or model #, # d4 unique identifier (UDI) # and h4 manufacturer date were required. D1 ¿ brand name - previous brand name: servo-u, corrected brand name: base unit servo-u. D4 ¿ version or model # - previous version or model #: servo-u, corrected version or model #: 6694800. D4 ¿ unique identifier (UDI) # - previous unique identifier (UDI) #: missing, corrected unique. Identifier (UDI) #: (B)(4). H4 ¿ manufacture date - previous manufacturing date: 05/08/2020, corrected manufacturing date: 05/05/2020.

Event description:
Manufacturer¿s ref #: (B)(4).

Event description:
Manufacturer's ref #: (B)(4).

Manufacturer narrative:
It was reported that the ventilator¿s patient circuit failed during ventilation when a closed suctioning device was utilized to remove secretions from the patient. The suction system configuration was allegedly the same as standard. A humidifier from another manufacturer was being used in the patient circuit system. The investigation is based on a review of the submitted ventilator logs as well as additional information received. The healthcare facility requested no ventilator examination. Successful pre-use check was performed prior the event. In the event log, on the reported event date and time, alarms for high airway pressure have been generated. The trend log at the same time have posts for negative measurements of the mean airway pressure and peep (positive end expiratory pressure) value, which indicates that the ventilator was unable to measure correct pressure due to the vacuum created in the patient circuit during suctioning. The technical log does not contain any technical error codes to indicate that there was a ventilator malfunction at the time of the event. There is nothing in the ventilator¿s design that might obstruct the inspiratory side and prevent the gas from being delivered. All channels are open, and there are no mechanical components that could function as a reverse check valve. With closed suctioning systems, it is essential that gas enter the system such that there is no significant negative pressure. Since the suction system was set up as standard, this described event focuses more on the use and handling of the attached humidifier. According to the healthcare facility, the humidifier has a new design, and they suspect that when subjected to flow rates above usual (i.e., when suctioning the patient), a blockage may form, preventing inspiratory gas from entering the patient circuit. We are unable to evaluate the humidifier since it belongs to another brand. Our conclusion is that no ventilator malfunction occurred during the ventilation period, and that the described event is associated with the humidifier.